Event description:
Rptr had augmentation mammoplasty performed in april 1979 with the understanding that the implants would last forever unless she was in a major accident with chest trauma, gunshot to the chest, or stabbing. None of this occurred. Rptr noticed lump in right breast. Mammogram showed possible leak. Surgery was performed 4/86, leak was evident. "Quadrectomy" performed. Some gel is still in rptr's right breast. Systemic dermatitis '87 and '89 foot pain and burning 1988, leg pain, 3 surgeries 1992, now disabled, has multiple neuropathy and connective tissue disease 1992.